Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a call from the patient's mother in (B)(6) 2016 reporting that the patient implanted with this pacemaker passed away in (B)(6) 1996 (over 20 years ago). The caller stated the patient had pneumonia and her pacemaker stopped working. No further information was provided. This was the first time boston scientific became aware of the patient's death. The pacemaker was never returned.